Event description:
It was reported by repair work order that the seat back was cracked in the middle and may not support user weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.